Event description:
Customer reported chemo leaked from the IV set near the filter while infusing on a patient. There was no patient or staff harm and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). Customer stated that used product would not be returned. The staff discarded the set because of chemo in the set.